Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog #8699050, 510k #k981676, (B)(4)  was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion at l4-5 due to stenosis. Post-operatively, the rod on the right side broke. There were unspecified symptoms occurred on the left lower limbs. It seemed this event occurred when the patient fell, but the details are unknown. An additional surgery was performed as a result of this event. The broken rod was completely explanted. Fixation range was also extended as there were symptoms reported in the lower limbs. Posterior lumbar interbody fusion was also performed at l5-s1 during this surgery.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lower intervertebral adjacent segment disease occurred after the fixation, fusion for extending was performed.